Manufacturer narrative:
(Patient 2). The vcure1470 unit was returned with the associated foot pedal. The unit is in good physical condition with no loose parts. The functional check of the unit noted multiple error 10s in the fault log , indicating the power supply, m&c board and 6-way cable need to be replaced. Also there were (2) error 17s indicating a foot switch connection fault. The m&c pca, power supply and 6 way cable were replaced. The foot pedal cable was upgraded. The unit was calibrated and tested with the associated foot pedal. Both the laser and foot functioned as intended. Unit meets all acceptance criteria the reported complaint description is confirmed. A review of the error log indicated that multiple error 10's and error 17's occurred. The root cause for the error 10 was determined to be defective power supply, m& c board and 6-way cable, which were replaced. The root cause for the error 17's was determined to be the cable and internal switch which were also replaced. This is the first reported error of this unit for error 10 and 17. This is the first time the power supply, m&c board, 6-way cable, footswitch cable and internal switch have all been replaced since it was delivered to the account. The most likely root cause of the failure is normal wear and tear. A review of the device history records (service order system) was performed for the reported laser generator serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. This unit has had no previous service orders performed. A review of the device history records (service order system) was performed for the reported foot pedal serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. This unit has had no previous service orders performed. The user manual, which is supplied to the user with this unit states "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: · patients with thrombus in the vein segment to be treated · patients with an aneurysmal section in the vein segment to be treated · patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: · vessel perforation · thrombosis· pulmonary embolism· phlebitis· hematoma· infection· skin pigmentation alteration· neovascularization· paresthesia due to thermal damage of adjacent sensory nerves· anesthetic tumescence· non-target irradiation· hemorrhage· necrosis· dehp exposure· skin burns and pain(this is not an exhaustive list.)". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up "medwatch.d for trends." (B)(4).

Event description:
As reported to angiodynamics on august 28, 2018: it was reported by the end user facility that post evlt procedure, a patient experienced a dvt. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.